Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (374-400 mg/dl), and large ketones. The cause for elevated bg levels was unknown. Reportedly, the customer changed the pump supplies multiple times. Customer addressed elevated bg levels with boluses via the pump and administered manual injections.